Event description:
Ous MDR - the pk papyrus covered coronary stent system was chosen to cover a perforation. The covered coronary stent system could not be placed in the proper vessel segment and was therefore withdrawn. After withdrawal it was noticed that the covered coronary stent dislodged in the proximal lad.